Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed calibration, found during testing. There was no patient injury reported.

Manufacturer narrative:
Device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. No error code was found in the ehl (event history log). The customer reported issue was not duplicated during the investigation as the sensor output was 142 millivolts in the multi-user mode and changed as pressure was applied. In user mode, the downstream occlusion sensor passed the pressure test at 21 pounds per square inch. Root cause of the reported issue is unknown as no issue was found with the device. Replaced the downstream occlusion sensor as a preventive measure. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: b5: correction: describe event or problem: updated with additional information received.

Event description:
Additional information was received by the manufacturer on (B)(6) 2022 via email and attached into the complaint object. No patient incidents, the issues were found during testing.